Manufacturer narrative:
Evaluation is in progress, but not yet concluded per the manufacturer's subsidiary, a message on the central control monitor (ccm) to calibrate the oxygen (o2) analyzer was displayed. The ccm could not control the epgs and then fraction of inspired oxygen (fi02) display disappeared.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an oxygen (o2) analyzer calibration failure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Additional testing was done in the service department and the service repair technician (srt) was unable to duplicate the reported issue. After waiting the required 15-minute warmup period the electronic patient gas system was successfully calibrated multiple times. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed via information obtained from the manufacturer's subsidiary. This unit has reached its end of service life so no additional testing or repairs will be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b5, d10, h3 and h6 during laboratory analysis, the product surveillance technician (pst) did not observe any failures. The electronic patient gas system (epgs) controlled the o2 reliably. The accuracy is within the expected tolerance.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021, the team had an oxygen (o2) analyzer fail calibration on bypass. Calibration should not be done on bypass, for the oxygen flow is shut off to the oxygenator. The incident of failure of calibration on bypass is a use error and should not have been performed. The information to date states that there was no delay in the surgical procedure. No harm or blood loss.